Event description:
During a retrospective review of complaints, it was found that the concentrator was returned for service with 19,856 hours of use and alarming for low oxygen purity (73%), with additional customer complaints of a "loud" compressor and a "burning" smell. There was no evidence or complaints of injury or illness associated with the complaint. During the assessment and repair of the unit, the technician determined the cooling fan failed, and observed evidence of mild thermal deformation of the rear cover and sound insulating foam, which was assessed to be the result of the cooling fan failure. The fan guard was determined to have been bent, preventing the fan from spinning. The technician opined "the thermal cutoff failed", although there was no evidence of such, and all other data indicate the device failed safe. The device, which is near the end of the expected service life, required replacement of the sieve beds, compressor cup seals, rotary valve, and cooling fan. Devilbiss has an active CAPA for fan related issues and complaints.

Event description:
During a retrospective complaint review, devilbiss healthcare identified a stationary oxygen concentrator with a complaint of "alarming for low oxygen purity," with additional customer complaints of a "loud" compressor and a "burning" smell. There was no report or evidence of illness, injury or medical treatment associated with the complaint. The unit was returned to devilbiss for evaluation with 19,856 hours of use. During the evaluation, the technician determined the cooling fan failed, and observed evidence of mild thermal deformation of the rear cover, which was assessed to be the result of a bent fan guard. The fan was replaced, along with wear items, including the sieve beds, compressor cup seals and rotary valve.